Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high out of range pace impedance measurements. During the surgical procedure, the physician experienced difficulty with the lead and locking stylet. A new ra lead was successfully implanted. No additional adverse patient effects were reported.